Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "suture bullet broke off suture when surgeon was trying to remove the suture from the ligament as she was not happy with her initial placement. Once she pulled suture from the ligament the bullet got caught in tissue and came off of suture. Surgeon dissected thru ligament and could not find bullet". No patient harm or injury reported.